Manufacturer narrative:
At this time no further information is available. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that the patient was admitted to the emergency room due to inappropriate tachycardia therapy. In addition noise resulting in pacing inhibition, high pacing thresholds, loss of capture, and out of range pacing impedances were noted. The right ventricular lead had been extended to the abdomen using an adaptor which was connected to the device. The adaptor was disconnected from the lead and the lead was measured. Normal impedances were obtained and no noise or issues with pacing thresholds was seen. The adaptor was suspected to be fractured, and thus the lead was connected to the device and the procedure was completed successfully. It was also noted that another procedure will be scheduled to remove the adaptor and the old device implanted in the abdomen.